Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was an error message while in thrombectomy mode. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During the procedure, while in thrombectomy mode, they kept getting the wrench alarm. The device would not work. They exchanged the catheter for a different device and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was an error message while in thrombectomy mode. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During the procedure, while in thrombectomy mode, they kept getting the wrench alarm. The device would not work. They exchanged the catheter for a different device and the procedure was completed. There were no patient complications reported.